Manufacturer narrative:
The sfx x20 cross connector driver [product code: 2894-10-300] was not returned to the complaints handling unit (chu) for evaluation. A review of the device history record (DHR) for the sfx x20 cross connector driver could not be performed as no lot number was provided. In addition, the device was not returned to the chu from which the lot number could be taken directly from the device sample. Therefore, without the lot number, no review of the manufacturing records could be completed. No emerging trends were found requiring further actions. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Removal of a metal work. Patient was operated on about 6 years ago. Expedium 5.5 construct with 3 sfx connectors being removed. While removing the last sfx connector the final tightener which was being used to loosen the set screw broke off at the tip. Only tip broke in two. Case completed safely. Only delayed the operation by less than 2 minutes.